Event description:
Death involving a hosp bed at a nursing home. Pt died after falling off of this bed and becoming impaled on an exposed "bar". The city police dept investigated the incident and ruled it as accidental. Rptr has not been able to get the police report nor have they been allowed to examine the bed. Reportedly one of the bed's side rails had been loosened.